Event description:
The issue resolved after readjusting/ manipulating the power cord. The cause of the black screen was unable to be determined.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the heartmate touch screen remained black no matter how long it had been on the charger. The issue was unable to be troubleshooted.

Manufacturer narrative:
A1-a6: no patient involvement. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was further reported that heartmate touch was able to be charged and functioning as intended.

Manufacturer narrative:
Section h6 - medical device problem code: corrected manufacturer's investigation conclusion: the reported event of the heartmate touch screen remaining black despite being connected to the charger was not confirmed. Additional information provided stated that the issue was resolved by readjusting and manipulating the power cord and the heartmate touch would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. Heartmate 3 instructions for use (IFU) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.